Event description:
Reportedly, the pump shutdown after a couple minutes of operation without alarms or alerts. This was found during the biomed checkout procedure. No other issues reported.

Manufacturer narrative:
The evaluation of this pump by baxter confirmed that this pump was in non functional condition. The power wire was not secured to the battery door due to a loose ring terminal. The motor has separated from the gearbox. This pump exhibited significant physical damage that indicates it has been subjected to physical impact.